Event description:
Clinic notes were received for patient's generator replacement for claim denial purposes. These notes indicated that the physician's handheld programmer was running out of charge and that it could not be kept powered up. It is unknown if this is referring to the handheld programmer going to sleep mode of turning off due to not being able to hold charge. It is suspected that the physician is no longer using this device for programming. Attempts for additional information were made but no relevant information was received.